Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user suspected insulin leakage due to a persistent insulin odor and experienced hyperglycemia, and technical support walked the user through a complete supply change with education to properly attach the infusion set connector without over-tightening; insulin delivery was then resumed. Symptoms included elevated blood glucose to 210 mg/dl for about five hours without ketone testing, back-up therapy, or medical intervention. Outcomes included no injury, no hospitalization, and no emergency care. Investigation included remote troubleshooting, visual inspection of the removed cartridge, connector, tubing, and infusion set, and user education on correct connection torque. Investigation of this case revealed no visible leakage or damage to the cartridge, chamber, or infusion components, and the likely issue was an infusion set connection technique problem related to excessive tightening at the luer connector. It was concluded, based on previously established findings for similar reports, that the cause was user technique.